Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box; within an unsealed plastic biohazard pouch; and within two sealed tyvek biohazard pouches. The already detached pipeline flex braid was returned separately within a third sealed tyvek biohazard pouch. Visual inspection/damage location details: one braid end was found fully opened, damaged, frayed and flattened. The other braid end was found fully opened, damaged and frayed. The pipeline flex pusher hypotube was found damaged. No damages were found with the distal marker, re-sheathing pad, pad restraint or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Testing/analysis: na. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was returned with both ends fully opened. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. The micro catheter was found kinked, which could have contributed towards the failure. The customer reported all devices were prepared per IFU, pipeline was not position in a bend, pipeline was resheathed less than or equal to 2 times, and vessel tortuosity as severe. It is possible the reported severe tortuosity contributed towards the failure; however, the other potential contributing factors could not be determined. The pipeline flex is compatible for use with the phenom-27 micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G2: the country of the event is cn medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a small aneurysm of the right internal carotid artery had a relatively regular shape and a low risk of rupture. It was planned to perform simple blood flow-directing dense mesh stent pipeline flex implantation. The long sheath was pushed to go up to the petrous segment of the internal carotid artery, and the 6f 115cm intermediate catheter navien was placed to go up at the anteflexion of the cavernous sinus to provide stable support for the entire system. The stent catheter phenom27 successfully reached the ipsilateral middle cerebral artery m2 under the guidance of sychro. Selected the ped-475-25 model based on the measurement, hydrated the ped, and everything went smoothly, then fixed the push guidewire, withdrew the stent catheter phenom27, exposed the tip end of the developing guidewire. Then continued to withdraw the stent microcatheter to expose the tip end of ped stent, but it had been released more than 1cm, but the tip end still couldn't be opened well. A small amount of tension was applied to pro mote the tip end to open, and there was slight improvement but it still did not open. After waiting, the surgeon continued to push and pull to give a certain amount of tension to promote the tip end of the stent to open, but still failed. So the whole part was completely recovered, and it was re-opened at the m1 horizontal section. As the length of the stent was continuously released, the middle section of the stent was opened well, but the tip end of the stent was not opened for a long time, and there was a possibility of damage from the morphological point of view. Therefore, the surgeon was worried that if the tip end of the stent could not be opened after the stent was completely released rashly, it would increase ischemic complications, so he recovered the entire stent and removed it from the body, and replaced the equipment and consumable from other manufacturers. A china domestic blood flow guide zhijia tubridge, the surgery was completed successfully. The distal end of the pipeline failed to open. The pipeline was not positioned in a bend. The pipeline had been deployed more than 50%. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery ophthalmic segment with a max diameter of 3.8mm and a 3mm neck diameter. The landing zone was 4.1mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 6mm. Dapt (dual antiplatelet treatment) was administered and pru level was normal. The angiographic result post procedure was normal. Ancillary devices include a jianshi 6f neuron max long sheath, 6f 115cm navien guide catheter, phenom 27 microcatheter, and stryker synchro 0.014 guidewire.